Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip g4 system instructions for use (IFU), states: ¿if resistance is noted, advance and rotate the clip by rotating the delivery catheter (dc) handle then retract the clip delivery system (cds) into the guide. The guide and/or sleeve position may also be adjusted to facilitate clip entry into the guide. If necessary, retract the sleeve or advance the clip to create a 2-3 cm separation to facilitate clip entry into guide¿ in the event, it was stated excessive force was applied when retracting cds from sgc. This user deviation from IFU contributed into reported clip open-locked, premature activation and material separation issues. Based on the information provided, the reported improper or incorrect procedure or method was due to the user error of not following steps as per the instructions for use (IFU) when retracting the clip. The reported clip open-locked, material separation and premature activation were cascading events of the user error. The reported difficult to remove the cds from sgc was a result of procedural circumstances. The reported positioning failure and difficult or delayed positioning were due to challenging patient anatomy. The reported patient effect of foreign body in patient was a result of reported material separation. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: after the sgc was inserted into the left atrium (la), the physician retracted the device back into the right atrium (ra). The physician did this twice; therefore, three separate transseptal punctures were performed. After the cds was inserted, it was observed the patient had a noticeable and remarkable tethered posterior leaflet. Grasping was unsuccessful, so the clip was pulled back into the la and attempted to be removed. It was noted the physician tends to make excessive movement when using the devices. While in the la, it was observed the clip was getting caught on the coumadin ridge. No damage occurred. After the clip opened, to the inverted position the arm positioner was turned, but the clip did arms did not move. The entire system was retracted into the inferior vena cava (ivc). The physician then attempted to pull the inverted clip into the sgc, but this caused clip to detach from the cds. A cutdown was then performed to retrieve the clip. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficult to remove, material separation, premature activation and embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, due to the clip being too wide, it was unable to grasp the posterior leaflet. Therefore, the physician decided to remove the clip and replace it with a narrower one. The clip was retracted into the left atrium (la) and was attempted to be pulled back into the steerable guide catheter (sgc). However, the physician felt resistance and noticed the clip had become caught on the tip of the sgc. It was noted that although resistance was felt, the physician continued to pull, which resulted in the clip arms opening to an inverted position. The physician then attempted to remove both the sgc and cds together. However, due to the excess force applied by the physician, the clip detached from the cds and remained attached to the gripper lines. It was then observed that both grippers had detached from the clip and became embedded in the tissue of the left ventricle (lv). A snare was then inserted, and the clip was able to be removed. The grippers were noted to be fixed in tissue and determined to be benign to the patient; therefore, another sgc was inserted. Two clips were then successfully implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure. No additional information was provided.